Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had a loose one-link ¿cap¿. Patient involvement when this was noticed is unknown, though there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.